Manufacturer narrative:
No pt injury reported. The amount of blood loss is unk but no medical intervention was required. Clinical investigation is ongoing. During calling for troubleshooting with intensive care therapy specialist, customer noted that the dialysate scale was out of calibration. Scales were calibrated and then the machine operated properly. 510(k)# is k010805